Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that projection was unable to be saved in the spine software. All software was uninstalled and reinstalled including newest software versions. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site was unable to save projections in the spine software application (B)(4). The surgeon proceeded without the use of projections. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative (mr) was on site to troubleshoot. He confirmed that he was unable to save projections. He would try and it would show up briefly, but then disappear. In the medtronic hamburger menu, there was no planning task listed. On the right hand side, under the plans tab, he was unable to set entry/target points to make a plan. He then tried to uninstall the application in stealth admin. It started to uninstall, but then he received an error saying "unable to uninstall software...". He then tried to reboot the system. Upon booting the system up, the mr ran into the ubuntu grub menu error. Pressing I did not fix it, but f did (after following steps in article 000005439 of salesforce). Technical services (ts) then had him pull logs at this point. He tried to uninstall again and received the same error. The mr went into the application by logging into the stealth user and it came up to the screen as if no application was installed. Ts then had him go back into stealth admin and install the application. He received an error saying that it was unable to install application. (B)(6) took a picture of this as well. The mr reported that he kept trying to install the software and was successful after about 5 tries. He was still encountering the issue with saving the projection. The mr reported he tried on last time to uninstall software and he was able to. He then downloaded the new (B)(4) software. He was then able to save projections.

Manufacturer narrative:
The ssd was returned to the manufacturer for analysis. Analysis found that the ssd was tested on bench and booted to the login screen. When logged in to "stealth", it loaded to a standard "ubuntu" screen without any desktop icons. Logged out and logged into "stealth admin" and was able to load and then uninstall the software application. Analysis found that there was no failure found with the returned part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue with difficulty the stealth application through log analysis. Analysis found that there is insufficient information to determine root cause of this issue. For the issue with the ubuntu grub menu appearing and being unable to save projections, the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.